Event description:
It was reported that during field service installation, there was no water flow to the heat exchanger in the tcm. No patient was involved.

Manufacturer narrative:
A part was replaced n the field but was not returned to the manufacturer for evaluation. The failure could not be confirmed. This report is being submitted to the FDA as a result of a retrospective review of product complaints.